Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced excessive additive quantity. The following information was provided by the initial reporter. The customer stated: we are encountering a gel problem on some yellow tubes of a particular batch for which the quantity of gel is double.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced excessive additive quantity. The following information was provided by the initial reporter. The customer stated: we are encountering a gel problem on some yellow tubes of a particular batch for which the quantity of gel is double.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for double gel was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of double gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of double gel. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced excessive additive quantity. The following information was provided by the initial reporter. The customer stated: we are encountering a gel problem on some yellow tubes of a particular batch for which the quantity of gel is double.